Manufacturer narrative:
Download data showed no timeouts or drive stalls and no alarms were generated. Inspection of the formed needle found no damages or deficiencies that would contribute to the reported event. No other damages or defects were observed during the investigation. The cause of the reported event could not be determined. Cracks were observed on the top housing. The timing and cause of this damage cannot be determined. There is no indication this damage had any affect on the functionality of the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site. Reported symptoms included pain, pus, redness, and swelling. The patient contacted their physician via video call on (B)(6) 2023 and was prescribed antibiotic ointment (mupirocin).